Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: in-stent restenosis (isr) stent damage requiring medical intervention. Device issue: foreign material/difficult to remove. It was report that the procedure was to treat isr, which occurred six months after the implant. Directional coronary atherectomy (dca) was performed at which time the isr stent became deformed requiring the need for an additional stent to support the damaged isr stent. Slow blood flow was reported in the coronary as thrombosis was noted, and EKG changes occurred along with ischemia. No additional event or pt information is available.